Event description:
Sorin group received a report that there was an out of box failure of the touch screen of the scpc centrifugal pump console. There was no pt involvement.

Manufacturer narrative:
(B)(4) manufactures the scpc system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that there was an out of box failure of the touch screen of the scpc centrifugal pump console. As a result of the investigation, a problem with the touch screen was found. During the hardware analysis it was determined that the potentiometer on the touch pcb, which is responsible for brightness, was misaligned. After readjustment of the potentiometer and recalibration of the touch screen, the display worked as specified. No nonconformities were noted during manufacturing record review. The unit will be scrapped. The issue will be monitored for trends and if identified, corrections will be recommended.

Manufacturer narrative:
Sorin group (B)(4) mfrs the (product). The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.